Event description:
Physician inserted the catheter with wire in thru sheath and threaded it out into ascending aorta under fluoroscopy. When the physician was ready to withdraw the wire from the catheter, the physician noticed that something at the tip looked suspicious. Physician drew wire back and the wire looked like it was only hanging on by a thread. Wire was removed successfully without harm to the patient and a different wire was used to proceed.